Manufacturer narrative:
Investigation conclusion: the report of a dopamine infusion turning off without kvo was confirmed in the pcu event log. The pcu event log shows syringe module s/n (B)(4) received a remote IV request for dopamine 30mg/50ml (B)(6) at 1:31 am on (B)(6) 2020. The user selected a 50ml bd syringe with 48.0755ml detected. The user entered 5ml for the vtbi and started the infusion. The rate was 0.34ml/hr. The infusion ran at several rates before completing at 1:40 pm. The reason the infusion stopped was due to the infusion reaching its programmed vtbi, which in this case was 5ml. A review of the device error logs found no errors during the time of the reported event. Device inspection: n/a, only the device logs and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported dopamine infusion turned off without kvo was identified as user programming. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 08jun2016. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only event log was provided for investigation.

Event description:
It was reported that from the nicu an infant had an ordered infusion of dopamine 0.6 mg/ml in dextrose 5% (d5w) in a 50 ml IV syringe set to infuse at 0.21 ml/hr. When the pump beeped and turned off. The pump was running at 27ml/hr when it reportedly turned off without switching to a keep vein open (kvo) rate. The nurse noticed this when the issue occurred and fixed it. It was reported that there was no harm to the patient.